Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a sys message displayed 30 minutes after infusion mode was turned on during surgery. Iop (intraocular pressure) control was not able to be used. After a while, iop control was recovered, however the sys message occurred again and iop control was lost; this occurred many times during surgery. The surgery was completed within the same session with vgfi (ventilated gas-forced infusion) without exchanging the product. There was no harm to the pt. The customer noted that there were droplets in the irrigation solution storage are in the right corner of the cassette.